Manufacturer narrative:
Further data was requested for investigation, but it was not provided. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
We received an allegation about discrepant results for 3 patients' samples tested for hba1c on a cobas c513 analyzer. Patient 1: initial result: 7.7 %. Repeat result: 7.0 %. Patient 2 was tested on (B)(6) 2025: initial result: 6.3 %. Repeat result: 5.7 %. Patient 3 was tested on (B)(6) 2025: initial result: 6.2 %. Repeat result: 5.6 %. The samples were repeated on another c513 analyzer.

Manufacturer narrative:
The hba1c reagent expiration date was not provided. The cobas c513 analyzer serial number was not provided. The investigation is ongoing.